Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose level was above 400 mg/dl. The customer stated that the insulin pump was unable to go the auto mode. The customer was treated with the insulin pump. The customer's other blood glucose level was 410 mg/dl. The device will not be returned for the analysis.